Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. Replacement parts were sent to the customer. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she developed a clogged duct and was prescribed antibiotics. She indicated that the replacement parts were working without issue and the clogged duct was resolving. A medela clinician contacted the customer on (B)(4) 2020 at the customer's request and sent her breast shield sizing tips and information on how to prevent clogged ducts. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2020, the customer alleged to medela (B)(4) that her sonata breast pump was not suctioning correctly and, as a result, she was not getting milk output and had a blocked duct.